Manufacturer narrative:
The reported event could not be confirmed; since the device was not returned for evaluation and no other evidences were provided for investigation. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery due to loosening/lysis of the implant.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to loosening/lysis of the implant.